Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a lower than expected battery voltage. This observation was made prior to implant, while the device remained within the packaging. The decision was made to return the product to guidant for analysis.